Manufacturer narrative:
Device passed the displacement. Device received with minor scratched lcd window and partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was broken as well as screen was scratched and was hard to read. The customer's blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.